Event description:
High impedance, greater than 200 ohms, was reported. The lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: tdc034795v defib conductor fractured; full lead in segments returned for analysis.